Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose value was over 400 mg/dl and 504 mg/dl at the time of the incident. The customer stated that insulin pump had insulin flow blocked alarm during a bolus. Assisted customer in performing a 5.0u fill cannula. Customer stated the insulin exited. Product will be returned for analysis.